Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited rising thresholds. Patient has been pacemaker dependent since birth due to reversal of the great vessels. The thresholds were programmed to maximum outputs and the physician was deciding how to move forward, this patient would likely have another epicardial lead placed for back-up in the future.

Manufacturer narrative:
Result: review and confirmation of manufacturing records was performed. No anomalies were found. Conclusion: it cannot be determined whether the event was related to device performance, or patient condition.